Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received six inappropriate shocks for a sinus tachycardia. The last shock delivered showed a shock impedance measurement of greater than 125 ohms, and triggered an error code indicative of an open circuit condition detected during shock delivery. The right ventricular (rv) defibrillation lead was non boston scientific. Boston scientific technical services (ts) discussed troubleshooting options with the lead. The shock impedance measurements were repeated and were noted to be normal; therefore, no further actions were planned. No adverse patient effects were reported. The device remains in service.